Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blood glucose levels over 400 mg/dl. Blood glucose level at the time of the call was 222 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.